Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 8 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. However, it is probable no image occurred due to a faulty sdi cable (serial digital interface cable). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation however troubleshooting was performed by the olympus technical assistance center (tac), with the customer. In speaking with olympus tac, the customer reported video system center had no image on the lcd (liquid crystal display) monitor. Tac and customer reviewed the cabling, noting there was a sdi (serial digital interface) cable from sdi output 1 on the video system center to sdi 1 input on the monitor. Tac instructed the customer to: select port a on the monitor and select each input to see if he gets an image, customer did not get an image. Tac instructed customer to perform the same on port b, no image. Tac instructed customer to move sdi cable from sdi output 1 on the video system center to sdi output 2, no image. Tac instructed customer to move sdi cable from sdi input 1 on the monitor to sdi input 2, and go through the inputs on the monitor, no image. Tac instructed customer to connect a new sdi cable to sdi output 1 on the video system center to sdi input 1 on the monitor, then select sdi 1 on the monitor. The customer reported that he now has an image. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had no image on the lcd (liquid crystal display) monitor. The issue was found during preparation for use. There were no reports of patient harm.